Manufacturer narrative:
The micor extractor was discarded by the user facility and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. A video recording of the surgery was provided to the manufacturer and reviewed. The analysis resulted in a conclusion is that the event was caused by use error and a device malfunction was highly unlikely. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The following risks are identified in the device labeling: as with any endocapsular lens fragmentation technique, there are risks associated with endothelial cell loss, capsular rupture, risk of infection, adverse reaction to materials, mechanical failure or breakage of the device, and tissue/vascular trauma or perforation. Manufacturer's reference #: (B)(4).

Event description:
A (B)(6) patient underwent cataract surgery in the left eye on (B)(6) 2021 where the micor lens fragmentation system (extractor and drive) was used to fragment and remove the cataractous lens. The surgeon reported an intraoperative posterior capsular bag tear. The tear was observed while using the micor device when the surgeon inadvertently caught the posterior capsule with the micor bag polishing tip and caused a very small tear in the posterior capsule. There was no loss of vitreous fluid. Additional information was requested and the surgeon attributed the tear to use error, stating "pilot error" and "caught capsule with [the bag polishing tip]." The surgeon also reported that the device felt "snappy and the aspiration was aggressive". The compromised capsular bag required a change in the original surgical plan; specifically, a different iol was used with placement in the ciliary sulcus (not sutured) instead of planned iol implantation in the capsular bag. Postoperatively, the patient is doing well and there was no adverse impact on vision, no vitreous loss, and no vitrectomy.